Event description:
The manufacturer was informed of this event through patient tracking. The top hat supranuclear valve size 19, which was implanted on (B)(6) 2013, was explanted on (B)(6) 2020 due to severe aortic stenosis and valvular disease. The st. Jude 21mm valve was implanted in the patient instead. No further information is presently available.